Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that a patient underwent a revision procedure due to an infection. The cup, liner and screws were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00185. 0002648920-2023-00186. 0002648920-2023-00187. Concomitant medical products: cat #: 00620205820 / shell porous with multi holes 58 mm / lot #: 63271256. Cat #: 00625006520 / bone scr 6.5x20 self-tap / lot #: 63284556n. Cat #: 00625006535 / bone scr 6.5x35 self-tap / lot #: 63315048. Cat #: 00625006535 / bone scr 6.5x35 self-tap / lot #: 63315048. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.